Event description:
It was reported that at the loading of the device during a laparscopic roux-en-y, the cartridge was very loose and did not want to seat securely and fell out of the device. A new like device was selected for completion of the case. There was no patient consequence reported.